Manufacturer narrative:
Update received on 20-mar-2023: this lead was explanted due to noisy signals approx. 138 months after the implantation. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this right atrial lead displayed noise about 34 months after the implantation. All other measurements were stable. Noise was reproduced when testing myopotentials. It was noted that atrial flutter response turned on to stop tracking noise. The patient had good sinus underlying rhythm. At this time the right atrial lead remains implanted. No adverse patient side effects have been reported.